Event description:
Plastic clamp used to crimp transfer port (after tpn mixture prepared and transferred to mixing container) broke at the hinge when closed. Contents of container were not compromised or wasted as container was still in sterile environment. Clamp from a new package was obtained.